Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the hose for the device was leaking water at the patient surface end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by running a thermal diagnostic and verifying proper functionality.

Event description:
It was alleged that the hose for the device was leaking water at the patient surface end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the hose for the device was leaking water at the patient surface end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.